Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25155932 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed as the photograph was taken during the procedure. A white strand of material was observed. There were no other pieces of white material observed in the photograph. What looks to be the jaws of the harvesting device is visible in the photograph. The cannula is not visible in the photograph. Based on the photographic inspection, the reported failure "particulates" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. A "curly q" piece of white plastic was noted in the endoscopic tunnel. The foreign body was removed and kept for evaluation. The case was completed without any issues using the same hemopro 2 device. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. A "curly q" piece of white plastic was noted in the endoscopic tunnel. The foreign body was removed and kept for evaluation. The case was completed without any issues using the same hemopro 2 device. The hospital did not report any patient effects.